Event description:
The customer reported that the ventilator alarmed due to a data acquisition pcba adc failure. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. A data acquisition pcba adc failure may result in a vent inop during normal ventilation operation. A vent inop condition will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The manufacturer's field service engineer was unable to duplicate the reported problem. Review of the device diagnostic history noted a vent inop occurrence as reported. The service engineer replaced the data acquisition pcb board as a precaution to address the reported problem. Final testing was completed to operating specifications.

Manufacturer narrative:
Date: (B)(6) 2014. Conclusion / root cause: the data acquisition was tested and no failures were identified. The data acquisition printed circuit board assembly analog to digital converters (da pcba adc) failure could not be duplicated. This report is being submitted as part of the remediation for CAPA (B)(4).